Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On 08/02/2024, the patient experienced a skin reaction with itching, burning, blisters, drainage, and scarring (described as skin discoloration, not raised or rough) under the sensor pod area. The skin was prepped with soap and water prior to sensor insertion. The patient went to an urgent care clinic for evaluation. The patient was prescribed oral keflex and was given an unspecified sample of topical cream to place on the skin reaction. The patient was in good condition at the time of report. No additional patient or event information is available.